Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure , the instrument mega suturecut needle driver broke and a piece of metal snapped. The instrument was removed along with a piece of metal that fell in the cavity. All metal bits were removed. The procedure was completed as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis was not able to identify any missing fragments with the returned instrument and isi was not able to confirm with the customer if the wrong instrument might have been returned or if the fragment might have come from some other source. The mega suturecut needle driver was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.